Event description:
The subject home monitor was reported as out of order.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190320 - file-2017-01839 - analysis_and_closure_report_resp-2019-00416.pdf].

Event description:
The subject home monitor was reported as out of order.